Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred with multiple cartridges. Customer's blood glucose was 284 mg/dl which was addressed with a correction bolus via the pump. Customer reverted to manual injections for alternate insulin therapy.